Event description:
It was reported that the patient had had a trial system placed on (B)(6). It was stated that the trial lead was removed on (B)(6), ¿sometime¿ after which, the patient had developed an epidural abscess. It was stated that the patient was seen by a neurosurgeon and was placed on antibiotics. It was noted that the patient had pain in the legs.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4).